Manufacturer narrative:
An event regarding seizing/jamming involving an acetabular reamer handle was reported. The event was not confirmed. Visual inspection performed by the supplier indicated there were signs of wear on the reamer end. Functional inspection performed by the supplier could not confirm nor replicate the event. No medical records were received for review with a clinical consultant. A review of the DHR was not performed by the supplier. There have been no other similar events for the referenced lot. Conclusions: evaluation performed by the supplier could not confirm the reported event. The supplier noted in their investigation that manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation is required.

Event description:
It was reported that the acetabular remar handles were getting stuck during a primary hip.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the acetabular remar handles were getting stuck during a primary hip.